Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding revision involving 3.0 rio robotic arm - mics, catalog: 209999 was reported method & results: -device history review: a review of the DHR associated with rio 118 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999). The complaint databases were reviewed from 2011 to present for similar reported events regarding a revision. There were 39 other reported events (B)(4) -conclusion: product inspection could not be performed because no further information will be released by the hospital or surgeon. H3 other text : evaluation could not be performed because the logs/session files were not provided.

Event description:
This pi is for the mako robot used in the primary surgery (B)(6) 2018. As reported in pi (B)(4) : "dr. (B)(6) performed an I&d poly exchange on a mako partial knee due to infection. Original surgery was (B)(6) 2018 by dr. (B)(6) . Dr. (B)(6) then performed an I&d on (B)(6) 2018. Update 22/april/2019: rep provided implant/ usage sheets for primary and subsequent two revisions and reported that no further information will be released by the hospital or surgeon.".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the mako robot used in the primary surgery (B)(6) 2018. As reported in (B)(4): "dr. (B)(6) performed an I&d poly exchange on a mako partial knee due to infection. Original surgery was (B)(6) 2018 by (B)(6) then performed an I&d on (B)(6) 2018. Update 22/april/2019: rep provided implant/ usage sheets for primary and subsequent two revisions and reported that no further information will be released by the hospital or surgeon.".